Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to unspecified issue. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
FDA product problem code (a0201) has been removed. FDA patient codes (e2401) has been updated to (e0839). The manufacturer internal reference number is: (B)(4).